Event description:
Additional information was reported. The cause of the lead coming out of place remains unknown and no actions/ interventions were taken place. The patient left the lead out. No further complications anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that their basic evaluation lead came out. The lead was not removed, but came out of place and was no longer connected. It was unknown if the issue was resolved. There were no complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.